Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. Scratched lcd window, cracked display window corners, cracked reservoir tube lip, reservoir tube cracked.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.